Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of the interrogation report indicated that there was one rv bipolar jump that had triggered an alert for high pacing impedance on the right ventricular (rv) lead. It was noted that there were no other findings, isometrics and pocket manipulations revealed no oversensing or change in stable impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.